Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during open, low anterior resection procedure, while on sigmoid transection, the radial reload was loaded on the stapler and it would not open its jaws to fire. The surgeon had to open another radial reload and it worked. There was no patient injury.

Manufacturer narrative:
This event has been reassessed and found to be a non-MDR reportable complaint. If information is provided in the future, a supplemental report will be issued.